Event description:
Caller reported that alarm 01 occurred with the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was unable to verify cracks on the original cartridge but indicated availability for return, and cts sent instructions to load a new cartridge. However, the customer received a minimum fill notification and couldn't complete the cartridge loading, leading to a request from cts to return the product.